Event description:
Consumer reports having great difficulty in obtaining a reading (consistent e-3's). Has been testing the family member for years and knew the family member blood sugar was low. Had family member transported to hospital where reading taken was 40.